Event description:
It was reported that stent migration and catheter removal difficulty occurred. The target lesion was located in the iliac vein. A 16x60/9fr 100cm wallstent endoprosthesis stent was advanced and deployed to the lesion. Upon removal of the stent delivery system (sds), it was caught on the recently implanted stent and causing it to move a little bit. There was difficulty removing the sds. The 16x60/9fr 100cm wallstent endoprosthesis stent was not explanted and there was no vessel dissection or perforation noted. Another unspecified size wallstent endoprosthesis stent was deployed and the procedure was completed. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: 30 years plus. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).